Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report an issue testing with the onetouch ultra2 meter. The sr medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 4:30 pm the patient reportedly took the action of consuming less food and/or drink. At 6:30 pm the patient attempted to test his blood glucose level with the reported meter; troubleshooting revealed he was testing while in the meter¿s memory mode. At 7:00 pm the patient tested his blood glucose level using another meter, and obtained the reading of 38 mg/dl. He did not experience any symptoms of high or low blood glucose levels. The patient administered self-treatment by consuming food and/or a drink; he did not seek any medical attention. The issue was resolved with troubleshooting and patient education. The patient¿s testing technique was incorrect by attempting to test his blood glucose level while in the meter¿s memory mode. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia after the meter issue occurred, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.